Event description:
In january 2005 the lay user/pt contacted lifescan alleging that her one touch basic meter was reading inaccurately high. In december 2005 around 7:41 am, the pt got a reading of 79 mg/dl and then had breakfast composed of scrambled eggs, a burrito, and a cup of coffee. For lunch between 12:00 and 1:30 pm, she ate half a sandwich and decided not to test her blood glucose since she "felt fine." Around 6:00 pm while at a party, she started to get "chills" and stated that she "didn't feel right." She had eaten "tamales and a small piece of cake" for dinner before going home. The pt then tested her blood glucose at 8:40 pm and got 187 mg/dl. At 9:00 pm, she took her regularly scheduled evening medications of: 24 units "lantus" insulin and one 160 mg tablet of "diovan" for hypertension. Her boyfriend arrived at her house around 9:45 pm and noticed that her eyes were not open wide and that she was "not responding" to his questions. He also described her as though she was having "difficulty breathing." He then called paramedics who tested her using an unknown device and got a reading of 41 mg/dl around 10:00 pm. The paramedics gave her "3 tubes of sugar" and an unknown injection. Within 15 minutes she became coherent but was still taken to the hospital by ambulance around midnight for observation. She stayed in the hospital for 6 hours and received another unknown injection. The hospital tested her blood glucose on an unknown device and got a value of 82 mg/dl. The pt currently takes the following: 16 units of "lantus" insulin before bedtime; sliding-scale "humulin n" insulin; "diovan" 320 mg/day (hypertension); and pills to prevent bladder infections. The pt denies taking sliding-scale insulin the day of the event. Typically, she takes the sliding-scale insulin around lunchtime but did not take any on the day of the event. Her doctor originally had her on 24 units "lantus" insulin before bedtime prior to the event. The customer care advocate (cca) verified that the pt is using the correct techniques to clean her meter and test her blood glucose. The pt did not have control solution at the time of the call to test the meter. The cca noted that she has not been cleaning her meter properly. The meter, test strip, and control solution were replaced. This complaint is being reported due to the following: the pt having obtained a relatively elevated blood glucose on her meter, she developed symptoms, self-administered her evening dose of insulin, and was ultimately treated by the paramedics and hospital for hypoglycemia.